Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the display was not blank less than 30 seconds. The customer also reported that insulin pump had unexpected restart. A cold reset was performed alarm. Customer reported that they were able to clear the alarm and able to complete rewind. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated electronic assembly electrical board 1. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).